Manufacturer narrative:
Device history review the product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As it was reported, days after the used of an exoseal device for vascular deployment, the patient had a pseudoaneurysm which was surgically treated. The physician reports that the patient moved during deployment of exoseal. Hemostasis was achieved at time of closure. The patient went to the physician's office approximately four days after the procedure and had some complaints in her groin area. She was seen by a nurse practitioner, who told her to ice it. The patient ended up in the ER several days later and was found to have a pseudoaneurysm. She was treated surgically in the or. No more information has been provided and numerous attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists pseudoaneurysm as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or procedural factors are likely contributing factors. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Physician reported that a patient, on whom, he used exoseal had a complication days later. The physician reports that the patient moved during deployment of exoseal. Hemostasis was achieved at time of closure. The patient went to the physician's office approximately four days after the procedure and had some complaints in her groin area. She was seen by a nurse practitioner, who told her to ice it. The patient ended up in the ER several days later and was found to have a pseudoaneurysm. She was treated surgically in the operating room. No more information have been provided.